Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside its original product packaging. The original jar was filled with clear unknown solution. The serial number tag, (B)(6) was returned with the valve. All leaflets were flexible and intact. Creases were present on all leaflets. As received, all leaflets appeared partially closed with a gap between the free margins. Bloody tissue was found on all commissures. All commissures were intact. The valve was received in a crimped state. Creases were found on the valve skirt tissue and leaflets. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being in a loaded position inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve didn¿t expand properly and remained "narrow" after resheathing. There was nothing noted about the patient anatomy causing or contributing to the expansion issue but calcification was observed. The valve was not implanted, and a new valve was used. No adverse patient effects were reported.